Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lot complaint history and deviation history review (DHR) were not reviewed as no lot information was available for this complaint. Three vials (1 complaint sample and 2 comparison samples) were returned by the customer. The returned sample was visually inspected and confirmed a white fibrous material in one of the returned vials. Lab analysis conformed the foreign material to be a close match to gauze. The sample closely resembled a match with the appearance of gauze fiber sample returned by the customer. The manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material. Additionally, procedures are in place requiring all assembly room personnel to put on a hair net, as well as a beard cover, when applicable, prior to entering the assembly area. These measures help prevent the introduction of foreign material into the product. The exact root cause of when and where the foreign material entered the product could not be determined, since a lot number was not provided for the complaint, a bill of material (bom) check could not be completed for the finished good lot associated with the complaint. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the a fiber was found from a sleeve inside a combined pak during cataract/vitrectomy combination surgery. The fiber was removed by forceps, and the surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).